Manufacturer narrative:
Alarm 20 was verified. Battery issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the pump battery was depleting quickly. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was just under 200 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.